Event description:
It was reported that the device is continuously indicating over pressure alarm. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The reported complaint could not be confirmed through testing. However, the event history log showed "high pressure" alarm messages. The cause of the reported issue was unable to be determined. No further actions will be taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.